Manufacturer narrative:
Concomitant products: synchro standard 14in, prowler select plus, penumbra 5 max. (B)(4). Conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot ( t10063) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued total occlusion of affected arterial segment is a known potential complication associated with the revive se, and is listed in the instructions for use as such. The root cause of the event could not be determined; however, thrombus characteristics may have contributed to the event (i.e., length of thrombus, calcification) since another thrombectomy device also failed to remove the clot. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by (B)(6), during right middle cerebral artery (m1) thrombectomy for patient (B)(6), the revive se (frs21452299/t10063) did not result in angiographic improvement. The patient had presented with nihss 15 for thrombectomy of right mca (m1) thrombus. The length of the thrombus was not measured. The patient had a history of multiple strokes and suffered from atrial fibrillation and mitral endocarditis. Thrombectomy was the first choice of treatment. They were not able to confirm if the microcatheter tip was at least one (1) cm beyond the tip of the occlusion; however, it was reported that the revive se was deployed. After 1 pass of the revive se, the basket was pulled up to the intermediate catheter and removed together through the primary guide without difficulty. There was no evidence of embolization of thrombus. Due to difficulty to go through the clot, and limited delay, it was decided to interrupt the procedure. The device was discarded. Tici prior to revive se was 0 and post-revive se use was also 0. Additional thrombectomy via pump aspiration had been attempted with a penumbra 5 max; however, post-procedure tici was 0. It was reported that there were no procedural technical complications, and no procedure adverse events. The following day, nihss was 17 and the patient was in stable condition. No intracranial hemorrhage was observed. The patient was discharged 3 days after the procedure with nihss of 17. The patient was unable to walk without assistance and unable to attend to their own bodily needs without assistance. No adverse events occurred since the procedure. At the time of the 90 day follow-up visit, nihss was 12. According to the investigator, the lack of angiographic improvement during the procedure was mild, not serious, unrelated to the device, possibly related to the procedure, and related to underlying disease. The investigator explained that it was difficult to go through the blood clot, but didn't&#62752;associate that to the revive, as he first used the aspiration device and did not see any angiographic improvement.